Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: sedr01 implantable pulse generator (ipg): (B)(6) 2009; 4074 implantable pacing lead: (B)(6) 2009. (B)(4).

Event description:
It was reported the capture management algorithm increased the outputs on the atrial lead. Also, the capture management trend showed a gradual increase in the threshold measurement on the lead. It was also reported the impedance measurement was high. The lead remains in use and will be reassessed in three months. No patient complications have been reported as a result of this event.